Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, wear abrasion, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by MRI. Device has been explanted.